Event description:
The customer reported there was no communication between the "console and the cradle" (a.k.a. Workstation and the c-arm). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.